Manufacturer narrative:
Additional information and investigation results received: investigation found: the equipment presented a problem of bad contact in the measuring cable (v041119000506), near the input connector. The other items like control board/display were working properly. As soon as the file touched the tooth the equipment informed that it had already reached the apical point and with this information the professional aborted the use of the equipment and forwarded it to repair center. There was not damage with the patient. Additional information received that there was no injury that occurred. Since it was found that the incorrect measurements are under measurements this event is a nonreportable event. Opn 23 under measurement applies. Please disregard this report due to this information.

Event description:
In this event it is reported that a raypex 6 giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.